Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) using pod coils and a non-penumbra microcatheter. During the procedure, while advancing the pod coil into the target location, the physician noticed the coil was oversized and too large for the vessel. Therefore, the physician decided to remove the pod coil. However, while retracting the coil, the physician experienced resistance and the pod coil unintentionally detached inside the microcatheter. The microcatheter containing the detached pod coil was removed and the coil was manually flushed out on the back table using saline. The physician then reinserted the microcatheter back into the patient. The procedure was completed using smaller sized pod coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly was fractured. If the pod coil is retracted against resistance at an extreme angle, damage such as a kink and subsequent fracture on the pusher assembly may occur. This damage likely contributed to the embolization coil detachment. The root cause of resistance during the procedure could not be determined. Further evaluation of the device revealed kinks on the pusher assembly. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.